Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer changed the type of infusion sets use; however, occlusions reoccurred. Blood glucose was in the 300 mg/dl range. As tandem technical support (cts) was not contacted at the time of the event, a cause could not be determined.